Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The tech found the valve coil was not energizing. The tech replaced the valve coil to repair the bed.